Event description:
Post biopsy, left breast stereotactic, routine clip-placement before releasing pt: attempted employ of the clip, failed. Second attempt was also a difficult application. A piece of the plastic applicator sheared off. Assumptively, this piece remained in the pt's breast. Attempted to locate piece, unsuccessful. No visible on mammogram. Successful biopsy.